Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone #: (B)(6).

Event description:
The customer biomedical engineer (biomed) reported that there was a loudspeaker error, and there was no sound. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
The following functional tests were performed: the device was received at philips bench repair. A bench repair technician replaced the speaker assembly, and performed functional testing using an electrical safety tester and patient simulator to confirm the device then meets specification. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.